Event description:
Received info from a medtronic rep that the pt was seeing the end of service/end of life message on the ins. Device has only had one overdischarge. Pt last felt stimulation on (B)(6) 2010, and typically recharges every 2-3 weeks. When the device was interrogated by the rep, she received the overdischarge message and the eos message. The device had gone to eos after one overdischarge and will need to be replaced. Add'l info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).